Event description:
It was reported through a service report that the fowler cylinder did not hold the fowler upright when pressure was applied to it. No pt involvement or adverse consequences reported.

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 (indicating air) on the homechoice (hc) during use. The technical service representative (tsr) explained the alarms and had the homepatient (hp) cycled power. All the bags were connected and there were no leaks. The tsr explained to discard all supplies and to report alarms to the peritoneal dialysis (pd) nurse the next morning. Follow up with the nurse revealed that the patient was treated prophylactically with antibiotics. The nurse said that the patient's cell count and cultures were normal. The nurse confirmed that the patient discarded the supplies. No further information was provided.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. Possible causes of a system error 2240 include the solution bag fell and disconnected during therapy, the patient left an open clamp on an unused supply line, the patient did not connect when therapy initiated, and the patient did not properly disconnect during therapy. A batch review was not performed, because the lot number was unknown. No user error was suspected therefore no label review was required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).